Event description:
The customer obtained multiple unexpected vitros amon quality control results (qc lpvii d1731= 145.6, 109.5, 232.4 vs. Expected result= 185.7 mmol/l) on a vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, no vitros amon patient sample results were reported out of the laboratory at the time of the event. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple unexpected vitros amon quality control results were obtained on a vitros 5,1 fs chemistry system. There was no evidence that a reagent issue contributed to the event. Service actions were performed to return the vitros 5,1 fs chemistry system to expected performance. The most likely root cause of this event is an instrument related issue.